Manufacturer narrative:
The biomedical engineer was contacted regarding repair details. This unit is pending repair completion.

Event description:
The customer reported that the ventilator alarmed o2 device failed occurrence. The customer reported the device was in use on a patient, but there was no patient harm.